Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to complications from septic shock and was not related to the pump but rather pulmonary dysfunction. The death note written by a medical doctor regarding this pt was provided by the hospital and states that the pt's "hemodynamic and pulmonary failure from cardiac and septic shock rapidly progressed over the early morning. The family was present, and after discussion with the critical care attending, decided upon do not resuscitate status. The pt went into asystole and lost pulsatile waveform on arterial tracing. He failed to regain electrical cardiac activity, and was pronounced dead." An autopsy was not performed.

Manufacturer narrative:
The pump will not be returned for eval, as the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.